Manufacturer narrative:
Refer to mrn: 1221359-2021-00555, 1221359-2021-00556, 1221359-2021-00557, 1221359-2021-00558, 1221359-2021-00559, 1221359-2021-00560, 1221359-2021-00562, 1221359-2021-00563, 1221359-2021-00564, 1221359-2021-00565, 1221359-2021-00566, 1221359-2021-00567, 1221359-2021-00568, 1221359-2021-00570, 1221359-2021-00571. The customer did not provide the required intake information, such as the kit's lot number and logfiles, and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert.

Event description:
The customer reported sixteen (16) false negative results with the ID now covid-19 assay. This report represents seven (7) of sixteen (16). The customer reported false negative results with the ID now covid-19 assay performed on (B)(6) 2021. Confirmation testing on sample collected that same day with biofire rp2.1 provided positive results (CT value not provided). Swab and sample type and use of viral transport media were not provided. Patient information, including symptoms, treatment, and outcome, was not provided. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The pi states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.